Manufacturer narrative:
A field service representative (fsr) was dispatched to the account. The fsr reported that he had serviced the pcb assembly, pre amp module (pam) by verifying voltages, gains, count times to specifications, verified precision. The fsr set configurations, gains, set points and verified calibration and precision. He observed that the instrument met all performance/ verification specifications and gains were adjusted to targets but were within limits. The customer was aware, that the results for the patient in question were flagged as outside of normal range on nearly all parameters and r0, rm flags were seen on the wbc. The fsr stated that the instrument was functioning optimally and the questionable results were flagged by the instrument. The operator's manual (03h58-01, rev d) in section 3, principles of operation, outlines responses to instrument flagging.: if dispersional data alerts occurs, (p.3-23) the recommended action is to repeat the sample, notify the physician or review a slide. On pages 3-24 through 3-27, suspect parameter flags (r flags,.e.g. R0, rm) are discussed as to possible causes and actions to take. Ro and rm flags have various possible causes and actions for these flags are to check for clots, review a stained smear. On page 3-24 it states: these flags are generated after the instrument evaluates the measured data for a particular parameter or group of parameters. The result may be suspect due to interfering substances or the inability of the instrument to measure a particular parameter due to a sample abnormality. The name of each flag, the location of the flag on the display, the cause of the flag, and the action to be taken are then given. In addition the complaint analysis trending system (cats) and trending analysis support system (tass) were reviewed and no adverse trends were identified for issues with discrepant wbc/wbc differential results. This is the final report.

Event description:
The customer stated that a 3 week old baby was in the hospital for neutropenia and after being released from the hospital was sent to their facility for monitoring of the diagnosis. The customer stated that they ran a cbc on the cd1700 analyzer and a wbc of 16,500/ul was generated with 21% granulocytes. The customer sent the sample to the hospital which obtained a wbc of 12,700/ul with 4% neutrophils. The hospital result was determined to be the correct result. There was no impact to patient management.